Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2023 approximately 5 years and 4 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Concomitants: (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release (B)(6) 204-70-00 - tibial stem ext. Screw. These devices are used for treatments, not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6: type of investigation, investigation findings, investigation conclusions the following sections were corrected: h6: health effect clinical code. The reason for the revision reported cannot be confirmed from the information provided but may be the due to presumed prosthesis wear and/or inclusion of the polyethylene in the packaging recall. However, per the operative report, it doesn't appear that the tibial insert was worn. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.